Event description:
As reported, approximately fourteen months post initial right side tka, this (B)(6) male patient had a revision due to infection. Patient had pain and swelling. There was no breakage of the device. There was less than 5 minutes surgical delay/prolongation. No adverse event. Patient was last known to be in stable condition. Rep was unable to obtain x-rays or photos. The device is available for evaluation.

Manufacturer narrative:
Concomitant medical products: lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / (B)(4)), logic cr femoral cem, left, sz 4 (cat# 02-010-03-0240 / (B)(4)), three peg patella 35mm (cat# 200-02-35 / (B)(4)), three peg patella 35mm (cat# 200-02-35 / (B)(4)), logic tib insert impl crc, sz 4, 13mm (cat# 02-012-51-4013 / (B)(4)), lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / (B)(4)), logic cr femoral cem, right, sz 4 (cat# 02-010-03-0340 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately fourteen months post initial right side tka, this 64 y/o male patient had a revision due to infection. Patient had pain and swelling. There was no breakage of the device. There was less than 5 minutes surgical delay/prolongation. No adverse event. Patient was last known to be in stable condition. Rep was unable to obtain x-rays or photos. The device was returned. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.